Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. According to the technician the leakage, could be related with hose. Review of the device's logs confirms that the issues during ventilation occurred. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator. The cause of the reported issue has not been determined.

Event description:
It was reported that the ventilator had a leakage while on patient. There was no patient harm. Manufacturer's ref. #: (B)(4).